Manufacturer narrative:
On 22nd dec 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to performance deviation, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection was performed and no anomalies were found. In-house testing did not reveal any anomalies. A review of the in-vivo data showed optical instability around the timeframe of the reported inaccuracies, and this most likely caused the observed sensor inaccuracy. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.